Event description:
A medtronic ent representative reported receiving a communication error during registration for a fess case. This occurred after already completing registration. Following a re-boot, the system worked correctly and the case was completed successfully with the use of the fusion system. No impact on the patient's outcome was reported.

Manufacturer narrative:
Lot number unavailable at time of this report. Device manufacture date dependent on lot number, not available at this time. No parts are expected to be returned to manufacturer. Issue could not be duplicated at the site.